Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Removing the implanted date of (B)(6) 2003. Removing this date because the product and lot number indicate the implant was produced in june 2010 and must have been placed after this date. This is a follow up report to correct the implanted date.